Manufacturer narrative:
The whole device was sent to life cycle engineering (lce) in (B)(6). Result of investigation report lce 3651: the issue could be reproduced in which the display becomes dark in battery mode. While connecting to external power supply the backlight was functional again. In that case the pump worked as per factory specification. The most probable root cause was a temporary shut-down of the screen. The customer misinterpreted it as a total failure. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. The cardio help was destroyed during investigation. Therefore it is no longer suitable for clinical use. The device will not be sent back to the customer.

Event description:
Internal reference: (B)(4). Customer reference (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Description from the customer report: patient was transported by helicopter from hospital (B)(6) to (B)(6). The patient was connected to a cardiohelp during transport. Upon arrival in the intensive care unit the cardiohelp went out. Cardiohelp could not be restarted. After the device was connected to an external power source, it was possible to start the cardiohelp again. There were no known consequences to the patient. Internal reference: (B)(4).